Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an "inefficient hemofiltration was observed due to rapid filter coagulation" during continuous renal replacement therapy with a prismaflex hf1400 set. It was alleged that eight (8) sets were used in three (3) to four (4) days and "several therapies were initiated". The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.